Event description:
It was reported that the insulin pump alarmed sensor error. The blood glucose reading was 152 mg/dl. The customer stated that the alarm occurred during initialization. Advised that the sensor may require more time to stabilize. She stated that she had already cleared the alarm and noted that the same thing had occurred before with this sensor. Advised the customer to monitor the insulin pump, since this was normal function as interstitial fluid glucose can fluctuate during the initialization process. Advised return of the sensor for analysis. Nothing further reported.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and performed bicarbonate buffer test per dop114-830. The sensor failed per specifications due to low readings.